Manufacturer narrative:
The device was returned to the regional repair center for inspection. A root cause could not be identified. Based on the results of the investigation, they do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited that the cover glass of the insertion section is scratched and that the outer tube has a dent. There was no patient involvement.